Event description:
It was observed that during the device evaluation, light source exhibited b30 error(scope connector had poor contact). There were no reports of patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: there was cosmetic wear and tear (front panel was discolored: rusted chassis; scratched top cover),faulty scope socket (b30 error) and the lamp had 300 or more hours. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if additional information will be provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the communication error b30 occurred due to scope socket failure. Olympus will continue to monitor field performance for this device.